Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Reportedly, the customer wasn¿t alerted that bg levels lowered due to a continuous glucose monitor session not turned on at the time of the reported issue. Customer consumed carbohydrates to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.